Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is manufactured in the u.s., but is not marketed in the u.s. Device evaluation: product evaluation found that the lens was returned in liquid. Visual inspection found that haptic was torn/ broken/ bent/ deformed. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens, -17.5/+0.5/142 diopter, was noted to be torn/ broken before injection into the patient's eye. The lens was not implanted and there was no patient contact. Another torric lens of the same model and similar diopter was used and the problem was resolved.